Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and displayed 70 units. The customer loaded a new cartridge and received an accurate fill estimate. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting for the reported event. The customer's blood glucose level was 290 mg/dl, and was addressed with a correction bolus.